Manufacturer narrative:
(B)(4). The pump has been received for evaluation, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility representative reported a broken door handle. Information was not provided regarding whether or not the problem occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.